Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, a stent length discrepancy was noted. The target lesion was in the common bile duct (cbd). A 10x60 blry endo uni plus halo7.5f/219cm stent was implanted to treat the target lesion. Following deployment, the stent appeared to measure 8cm under fluoroscopy instead of 6cm. The physician felt there was "too much stent hanging in the duodenum." There were no patient complications reported; however, the patient's current condition is unknown.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.